Event description:
Later, the physician reported that the increase in seizures was indicated to be above pre-vns baseline levels. It was assessed that the cause of increased seizures was related to vns stimulation. Lastly, it was noted that the patient could not tolerate settings higher than 1.5 ma in the past, but was fairly well controlled with 1.125 ma.

Event description:
It was reported that a patient who recently was replaced with a m1000 generator from a m106 generator experienced an increase in seizures. The impedance was noted to be ok at 2819 ohms. The physician is unsure of why this is the case and wondered if the leads are not compatible with the m1000 generator. Comparatively the patient has been on similar settings to the m106 generator. To clarify, the leads for a single pin generators (just as both of these devices are) are compatible across all single pin generator models. No other relevant information has been received to date.